Manufacturer narrative:
The unit was received at the international service center. The technician confirmed the reported issue of touch panel was inoperative. To address the issue, the touch screen was replaced. Unit was checked overall, cleaned, run in tests, alarm tested and confirmed it sounded properly. Functional test was performed then no abnormality was confirmed. Unit was returned to the customer, ready for patient use.

Manufacturer narrative:
The ventilator was returned to the international service center for evaluation. The reported complaint, the panel is inoperative, was duplicated by the service technician. The issue will be fixed by replacing touch screen upon customer's estimate approval.

Event description:
The international customer reported the v60 touch panel is inoperative. The event occurred during inspection prior to use, there was no patient involvement.